Event description:
A user facility technician reported a system 1000 hemodialysis device shut down during a patient treatment with no device alarm. There was no patient injury or medical intervention associated with this incident. Treatment parameters consisted of a 350ml/minute blood flow rate, 700ml/minute dialysis flow rate, and a 3.5-hour treatment time.